Manufacturer narrative:
(B)(4): physio-control verified that the customer's biomed had replaced the device's therapy connector. The customer also indicated that the quik-combo cable was replaced as well and the device was functioning properly. The removed connector and cable have not been returned to physio-control for eval; therefore, further investigation cannot be performed.

Event description:
It was reported by the customer's biomed that a pin was broken off of the device's quick combo cable into the therapy connector. The biomed indicated that when the device was opened to repair the connector, it was observed that one of the screws was over tightened and caused the brass sleeve to turn. There were no reports of pt use associated with the reported event.